Event description:
The manufacturer received information from a customer that a bipap a40 system silver "ventilator inoperative" had been recorded in the alarm log. The patient states they had not noticed an operational stop but had used the device as it had been after powering off and on. There was no serious patient harm or injury that occurred or was reported. The device has not yet been returned for evaluation. Good faith efforts are actively being made to have the device returned for evaluation. If the device is returned and evaluated, a follow-up report will be submitted with the evaluation results.

Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information from a customer that a bipap a40 system silver "ventilator inoperative" had been recorded in the alarm log. The patient states they had not noticed an operational stop but had used the device as it had been after powering off and on. There was no serious patient harm or injury that occurred or was reported. The device has not yet been returned for evaluation. Good faith efforts are actively being made to have the device returned for evaluation. If the device is returned and evaluated, a follow-up report will be submitted with the evaluation results. New information/evaluation: ¿ the bipap a40 system silver was returned and evaluated by the manufacturer service center. The device evaluation found the reported issue was not confirmed. The technician confirmed that ventilator inoperative alarm had been recorded in the error log and that an error code indicating failure of the outlet pressure sensor had been recorded in the event log. Therefore, the main system board was replaced to address the issue. Additionally, the unit was checked overall, cleaned and functionally tested. The software version is 3.6.5.